Event description:
It was found from a programming history database periodic review that patient was seen with low impedance. Neurology office has reported that no intervention was taken or planned. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient underwent a full revision surgery. The suspect device not been received by product analysis to date.

Event description:
The explanted generator and lead were both received and underwent product analysis. Other than the abraded openings, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. There were no performance, or any other type of adverse conditions found with the pulse generator.